Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 21 mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement (avr) procedure. During procedure, the valve was implanted however, leaflet mobility was poor and the valve was explanted. A new 19 mm sjm regent heart valve w/ flex cuff was subsequently implanted, and the procedure was completed without issues while patient on bypass. The sizing was performed using a dedicated sizer. The annular diameter was also equivalent to 21 mm. The postoperative course was favorable. The patient was reported stable. There was no delay in the procedure.